Event description:
It was reported that the implantable cardioverter defibrillator (ICD) had premature battery depletion. It was noted that the left ventricular (lv) lead had chronic high thresholds. The device was explanted and replaced and the lv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. Analysis revealed the returned device indicated normal battery depletion. Concomitant medical products: 419688 lead (B)(6) 2011, 694758 lead (B)(6) 2011. (B)(4).